Event description:
It was reported that when a patient was changing a cassette to another one for regular replacement during the pre-use check (no extension tube was connected to it), a high pressure alarm went off. The alarm occurred in another pump as well. Then, when the alarm stopped for a moment, the cassette was connected to the extension tube and priming was performed, but the alarm persisted. Even though the patient removed the red cap and the clamp, the alarm was not cleared. So both the extension tube and the cassette were changed with another one. After that, the alarm was settled. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) is unknown. No information has been provided to date.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence in the complaint file attachment, and details in the complaint description, a probable cause could not be determined. Therefore, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).